Event description:
The biomedical engineer (bme) reported that central nurse's station (cns) would not boot up after replacing the ups. They tried to turn the cns on, but it would go into a blue screen. They were replacing the ups that was connecting to it as it was failing due to age. They also stated that there was an external facility owned hardware connected to the system that caused the cns to initially go down. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that central nurse's station (cns) would not boot up after replacing the ups. They tried to turn the cns on, but it would go into a blue screen. They were replacing the ups that was connecting to it as it was failing due to age. They also stated that there was an external facility owned hardware connected to the system that caused the cns to initially go down. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that central nurse's station (cns) would not boot up after replacing the ups. They tried to turn the cns on, but it would go into a blue screen. They were replacing the ups that was connecting to it as it was failing due to age. They also stated that there was an external facility owned hardware connected to the system that caused the cns to initially go down. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Service requested / performed: repair requested. On 04/27/2022, the unit was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. No physical damage was noticed. On rc evaluation, the reported problem was duplicated. On 05/04/2022, the hard drives, # 6104900860 were recognized to be degraded and replaced. Nka rc re-imaged the software version of the device to 05-16 with 32 beds. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 05/09/2022. No issues have been reported since. Investigation conclusion: the root cause of the issue is considered to be hard drive failure due to lack of preventative maintenance. A review of the device history found that the hard drives were not replaced in the 5 years of the life of the device. Hard drives are routine service component, it is expected to be replaced periodically or as indicated. Hard drive expected useful life is approximately 20,000 hours of use / two years. The overall risk of this event, taking into consideration of severity and probability, is "medium". Investigation of the reported issue found the root cause of the cns reboot to be due to overdue maintenance. Hard drives are routine service component, it is expected to be replaced periodically or as indicated, preventative maintenance. This does not suggest nk device deficiency/malfunction.

Event description:
The biomedical engineer (bme) reported that central nurse's station (cns) would not boot up after replacing the ups. They tried to turn the cns on, but it would go into a blue screen. They were replacing the ups that was connecting to it as it was failing due to age. They also stated that there was an external facility owned hardware connected to the system that caused the cns to initially go down. No patient harm was reported.